Event description:
It was reported that the camera head had an image quality problem. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had an image quality problem. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h10 the device was returned to olympus for evaluation and the customer's allegation was confirmed. The failure is due to misalignment of camera unit, causing the image white dots. In addition, new damages were observed: damage on cable unit. Damage on coupler unit; the coupler rattles. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.